Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported patient effect of tissue damage was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that after the clip was deployed, the clip detached from one leaflet, and remained attached to the other leaflet, resulting in a chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Three clips were successfully implanted, starting from the medial portion of the valve and going lateral. The leaflet assessment was satisfactory and the mr was reduced to 2+. At the end of the procedure, a small chordal rupture (p1 scallop) was observed at the p1 scallop. The third clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 2/3+. The slda clip was stable and the decision was made to finish the procedure with no additional treatment. Three clips were implanted, reducing the mr to 2-3+. There was no clinically significant delay in the procedure. No additional information was provided.